Event description:
During a thrombectomy procedure two retrievers were used in the occluded left internal carotid artery (l-ica). It was reported that a subarachnoid hemorrhage (sah) occurred "at the route where retrievers was inserted". The patient died three days post procedure. The physician stated that the patient¿s death was related to the progress of the presenting cerebral infarction and not to the sah. No additional information is available.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During a thrombectomy procedure, two retrievers were used in the occluded left internal carotid artery (l-ica). It was reported that a subarachnoid hemorrhage (sah) occurred "at the route where retrievers was inserted". The patient died three days post procedure. The physician stated that the patient¿s death was related to the progress of the presenting cerebral infarction and not to the sah. No additional information is available.